Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion; indeterminate: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
Material no: 383536 batch no: 9099595. It was reported that during use of the bd nexiva¿ closed IV catheter system leaked blood. It appears that there are holes in the IV catheter tubing. This occurred on 2 separate occasions but patient information is unknown. This complaint is for the event on (B)(6) 2019. A separate report is written for the other event. The following information was provided by the initial reporter: I received communication from two individuals in the last week regarding a concern with an IV catheter. It appears that there are holes in the IV catheter tubing: "catheters were inserted on two occasions. On both occasions it was found that the catheter was leaking blood from the tubing. I have the catheter in my possession if I need to send it to you for additional investigation. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 383536 batch no: 9099595. It was reported that during use of the bd nexiva¿ closed IV catheter system leaked blood. It appears that there are holes in the IV catheter tubing. This occurred on 2 separate occasions but patient information is unknown. This complaint is for the event on (B)(6) 2019. A separate report is written for the other event. The following information was provided by the initial reporter: I received communication from two individuals in the last week regarding a concern with an IV catheter. It appears that there are holes in the IV catheter tubing: "catheters were inserted on two occasions. On both occasions it was found that the catheter was leaking blood from the tubing. I have the catheter in my possession if I need to send it to you for additional investigation. "